Event description:
Had 35 ect sessions at (B)(6). Have caused long term memory and cognitive damage and personality changes, that have impaired my daily life. I requested an MRI to look for signs of brain damage and was denied and told that my symptoms would improve, they have not. FDA safety report ID# (B)(4).